Event description:
(B)(6) passed away on (B)(6) 2012. Mmi was notified of the pt's passing on (B)(6) 2012. Pt's bg at the time of passing is unk. The last bg recorded in the pump is unk. (B)(6), coroner, called to report the pt passing. Infusion set: mmt-399. Unk exp date: unk. Coroner did not have the lot or exp date. The events leading up to the pt's passing are unk. The cause of the pt's passing is unk. Pump will be returned to mmi for analysis coroner requested to have. The letter of analysis and pump returned to: (B)(6).

Manufacturer narrative:
No used or unused devices were returned to MFR which prevented us from testing. Since the lot number is unk, no batch record could be reviewed or testing of retained samples could be performed. If the lot number becomes available, the case will be re-opened and appropriate actions will be taken. No eval summary attached.